Event description:
Over the past six months, eight of the device's 22 intracochlear electrodes have failed. Although the pt continues to progress with their cochlear implant, their health care provider has elected to replace the device. Explantation/reimplantation has not yet been scheduled.